Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to access to the server, kept loading only. A field service engineer (fse) found the e disk bloated with server memory above 90% and was unable to log in; after checking data sync logs and encountering inbound processor errors, a server reboot was performed following standard procedure, which reduced memory usage to 60% though the e drive remained full; the issue was escalated to the lead and sme, who changed the db recovery mode to simple and shrank logs, reducing e disk usage to 30% and restoring 70% free space, after which login to pes/hsv was successful, devices were no longer in disconnected/co mode, and the customer confirmed proper functionality. The system functioned as intended after the field service engineer and technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to authenticate multiple stations and users were impacted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.